Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient contacted the treatment area stating they felt wetness on their nightgown, and the tegaderm dressing was damp. The patient was concerned that chemotherapy may have been leaking from the line. She was instructed to come in for assessment and was advised to remove the nightgown and place it in a biohazard bag, which she did. Upon arrival, the patient¿s port and the ongoing fluorouracil infusion were assessed. The tegaderm dressing was wet to the touch, and a small amount of liquid was visible under the dressing. The port flushed easily with good blood return. The cap attachment at the port was inspected, and the connection was found to be not completely tightened. Staff tightened the cap and all related attachments, removed the wet tegaderm, cleansed the skin, and applied a new tegaderm dressing. The position of the white sensor was adjusted from between the breasts to the side of one breast. Staff noted the possibility that movement of breast tissue may have loosened the cap, though this was not confirmed. The port needle remained in place. The patient left and was instructed to return later the same day once the infusion bottle was empty. When the patient returned, chemotherapy leakage under the tegaderm was again observed, despite the cap having been tightened. Leakage persisted even with the cap secure. There was no serious harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 19 ga x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. Functional testing of each luer of the device by pressurizing the infusion set with water revealed the infusion set did not leak during functional testing. Nothing remarkable was observed during a microscopic observation of the infusion set. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. Possible observation of leakage may include poor connection of the infusion set to other devices or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.